Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Investigation included review of submitted data, product historical data and labeling. Per complaint information, the sample was repeated after 14 days of collection instead of the same day. A fourteen day old whole blood specimen is outside the whole blood specimen specifications (preferably, 4 hours after collection) stated in the cell-dyn sapphire system operator's manual. The exact cause of the low results in the initial run could not be determined. The investigation could only provide possible causes for low initial results generated: a. Short sample, b. Not enough sample volume in the collection tube, c. A clog or pinched tubing in the aspiration pathway, d. A clot in the sample was aspirated during aspiration. The submitted quality control material results for the day of the incident for all levels were within the specified control assay ranges stated in the product insert sheet. Based on the investigation, the cell-dyn sapphire was performing as designed. A product deficiency was not identified for the cell-dyn sapphire system, list number 08h00-01, related to this complaint incident.

Event description:
The customer stated that a falsely decreased cell-dyn sapphire hemoglobin result of 6.34 g/dl was questioned by a physician. The sample was tested on (B)(6) 2014. A new sample was drawn from the patient and sent to another laboratory for testing. The hemoglobin result was approximately 12 g/dl. The sample from (B)(6) was then retested on the cell-dyn sapphire on (B)(6) 2014 and the hemoglobin result was 12.2 g/dl. No adverse impact to patient management was reported.